Manufacturer narrative:
Per report, the patient was stable at the end of procedure. The device was not returned for evaluation, as it was discarded by the facility. Imagery was provided by the site and revealed the following: the patient's left access vessel had presence of calcification, tortuosity, and undersized (minimum luminal diameter 5.5mm required per IFU). The sheath material appeared damaged distal to strain relief and one strut appeared slightly bent outward at the inflow side, and some struts exposed through sheath skirt. A device history records (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other similar complaints were found. The instructions for use (IFU) and training manuals were reviewed, and no deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Multiple inspections and tests are performed during the manufacturing process to ensure that the different parts and components meet the specifications and have no damage. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. This support that it is unlikely that a non-conformance contributed to the complaint. The complaint was confirmed based on imagery provided. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU or training materials revealed no deficiencies. As reported, 'once the valve was into the esheath, the operator pulled the loader back early'. Per the IFU and training manual, the loader must be completely inserted into the sheath before delivery system and valve insertion. The loader is used to facilitate a smooth transition of the crimped valve through the sheath hub. In this case, with the loader pulled back early, the valve can be exposed and interact with the sheath hub, causing damage to the frame. It is possible that the valve struts caught within the sheath during the delivery system insertion as indicated by the sheath damage which resulted in the bent strut and resistance experienced. Per 3mensio report review, the patient's access vessel had presence of calcification, tortuosity, and the access vessel was undersized for a 14 fr esheath. The presence of calcification, tortuosity, and undersized vessel can create a challenging pathway during delivery system advancement. However, the event description suggest that improper use of the loader may have also contributed to the complaint. As such, available information suggests that procedural factors (improper use of loader) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The complaint for frame damage was confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the event. Available information suggests that procedural factors (improper use of loader) may have contributed to the event. A definitive root cause was unable to be determined. No labeling or IFU deficiencies were identified. Therefore, neither a pra (product risk assessment) nor corrective or preventive actions are required at this time.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by the field clinical specialist, during a left transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the loader had been fully inserted into the 14fr esheath. Once the valve was into the esheath, the operator pulled the loader back early. The valve got stuck in the esheath. When they looked under fluoro, they could see a few tines on the s3 frame starting to bend and also began to externalize. The device was pulled out and replaced with a new system. The valve was implanted with good result. There was no harm to the patient. Upon removal a perforation in the esheath was noted 'as far as the distal valve stent got'. During insertion, the delivery system was in default position with the balloon catheter pulled back to the first white marker. The vessel was pre-dilated with a 14 f dilator.